Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient was sedated for defibrillation threshold (dft) testing. The patient was not able to be induced into ventricular fibrillation (vf) so the physician elected to test the shock impedance by delivering a commanded shock. The impedance measurement was 27 ohms, lower than expected but still within range. When the patient was awakening from the sedation, they went into bradycardia until their heart stopped. The patient died despite the resuscitation efforts. The cause of death was reported as cardiac arrest. There were no allegations against the device in relation to the patient's death, and the device was not expected to be explanted post-mortem.